Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose value was up to 30 mmo/l due to the switch to the insulin pump, and now down to 9.0 mmo/l. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer did notice a crack they had not seen before. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads.